Event description:
Customer's daughter reports meter result of 900 mg/dl while using the active system. This result is outside the numeric reading range of 10-600 mg/dl of the device. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.